Event description:
The customer reported that the application needle of the abbott diabetes care (adc) device was bent. The sensor was not applied, and no symptoms occurred. The customer self-managed by consuming food, fruit juice, and honey for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Physical investigation of product is not anticipated as reporter indicated device was discarded. Investigation will be performed per adc's established processes and procedures, and a report will be submitted upon completion of investigation activities. All pertinent information available to abbott diabetes care has been submitted.